Event description:
The fabric was implanted in a pt that had tested negative for coagulopathy. The fabric had been treated with thrombin as a preclot, rather than using the pt's unheparinized blood to preclot the fabric. Approx 700cc of blood leaked through the fabric before it became blood-tight. The fabric was left in. The pt's condition is ok. Since the dr did not preclot the fabric, contrary to the instructions for use, this incident appears to be a user error complaint.